Event description:
During an endoscopic removal of a bile duct stone in 2009, the physician used a lithotripsy device (not manufactured by cook) to crush a 10mm stone. A segment of the crushed stone (less than 10mm in size) was captured with a cook endoscopy memory eight wire basket. The physician noted that the basket almost became impacted with the stone segment, so the basket was moved up and down a few times. What was reported to be "small resistance" was encountered. Without force, the physician attempted to remove the basket, but the basket disconnected from the drive wire near the distal end. The basket was impacted with the stone fragment and remained in the bile duct. A lithotripsy device (not manufactured by cook) was used to release the basket impaction in the patient's body. The basket was left in the patient's body near the porta hepatis and an erbd tube was placed to finish the procedure. The patient's condition was reported to be "good". A week later, a cholecystectomy (removal of gall bladder) and removal of the basket was conducted by open surgery. Other than what is described above, the patient did not experience any additional adverse effects or require additional procedures.

Manufacturer narrative:
Evaluation: our evaluation of the product said to be involved confirmed the report. The basket has separated from the drive wire at the joint near the distal end of the device. All sections of the basket were included in the return; no portion is missing. The returned product was evaluated by the appropriate internal personnel. The component that connects the basket wires to the drive wire was subjected to a visual inspection under magnification. This inspection confirmed the joint was not formed properly during the manufacturing process. This is the most likely cause for basket separation from the drive wire. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history was conducted. There have been no other observations of an incompletely formed joint. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Conclusions: the separation of the basket and drive wire at the joint is most likely due to improper forming in the joint during the manufacturing process. The appropriate personnel have been made aware of this observation in an effort to heighten awareness. The information provided indicated "small resistance" was encountered during movement of the basket during the procedure. An application of added pressure could have contributed to this occurrence. Prior to distribution, all memory eight wire baskets are subjected to a visual and functional inspection to ensure device integrity. After a review of the device history record for this lot, no discrepancies or anomalies were observed. Corrective action: the appropriate personnel were informed of this report in an effort to reduce occurrences of this nature. In response to this complaint evaluation, a training session was held with the appropriate manufacturing personnel. This involved training the manufacturing personnel on the appropriate manufacturing specification to ensure the basket and drive cable are fully inserted into the connecting component during the manufacturing process that forms the joint. The training session also covered how the connection area is to be inspected and subjected to a manual tug to ensure a secure connection. This is performed on all memory eight wire baskets during the manufacturing process. The product involved in this report was manufactured prior to this training session held with manufacturing personnel. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This report represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality asurrance will continue to monitor for complaint trends.